Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button was not responding. The customer's blood glucose level was 300 mg/dl. The customer reported that the insulin pump was priming when they press the act button but then stops and had to let go of the act button and press it again. The customer reported that the time was moving forward. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.